Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered during step 9 remove cassette of treatment. A fluid was discovered from inside the cassette door and in the pump module area of the cycler. There were no alarms/warnings prior to or after the leak and the film on the back of the cassette was not loose. The patient was connected during the incident. The patient knew how to perform manuals. The cycler was replaced. Upon follow up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the fluid leak occurred and the same time the reported cycler alarm after treatment was completed and during tx complete - step 9 remove cassette of treatment. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event pending delivery of the replacement cycler. The patient confirmed the cycler set (cassette) used was available to be returned for investigation. The patient resumed treatment using the replacement cycler the following night without further issue.

Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered during step 9 remove cassette of treatment. A fluid was discovered from inside the cassette door and in the pump module area of the cycler. There were no alarms/warnings prior to or after the leak and the film on the back of the cassette was not loose. The patient was connected during the incident. The patient knew how to perform manuals. The cycler was replaced. Upon follow up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the fluid leak occurred and the same time the reported cycler alarm after treatment was completed and during tx complete - step 9 remove cassette of treatment. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event pending delivery of the replacement cycler. The patient confirmed the cycler set (cassette) used was available to be returned for investigation. The patient resumed treatment using the replacement cycler the following night without further issue.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Ast test was performed. No fluid leaks in the test cassette during the ast test. System air leak passed. The internal inspection of the cycler showed that that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. Hp2 was found to be clogged with fluid. The cause of the encountered dried fluid and fluid could not be determined. Mushroom head check passed a review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is confirmed due to the presence dried fluid within the device, which is indicative of fluid contact. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.